Event description:
It was reported that the surgeon experienced clip failure with the product. The device was used in a laparoscopic cholecystectomy, the clip fell off. An additional operation had to be peformed, patient was transferred to another hospital for the procedure.